Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer¿s blood glucose (bg) level was 570 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection. Multiple follow up attempts were made by tandem technical support, however, no response was received by the customer. No additional information was provided.